Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned a motor error alarm and an additional error alarm. Customer reported that insulin was squirting out during the manual priming process. During troubleshooting, customer stated that the insulin pump's drive support cap was sticking out. Customer reported that the motor error alarm occurred during basal. Customer did not recall any specific events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.